Event description:
The customer reported that an alarm suddenly sounded. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue. (B)(4).